Event description:
It was reported that (2) devices were used during a struma. It was reported by the affiliate that the hs002, and the h1tuv both malfunctioned and would not function. Another instrument was used to complete the case. There was no consequence to the pt.